Event description:
Boston scientific crm received information that a procedure was performed to replace the rate/sense portion of this implantable defibrillation lead due to noise. After the rate/sense portion of the lead was replaced, defibrillation threshold (dft) testing was attempted. During dft testing a short condition was observed. The lead was examined under fluoro and it was suspected that insulation damage had occurred due to clavicular crush. The shock portion of the lead was then capped and the newly implanted rate/sense lead was explanted. A new defibrillation lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available this event will be updated.